Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient. It was reported that they have in pain still but the higher the charged I have without feeling stimulation, for me is before. My device wasn't charging I would get codes mostly about the battery and it could take an hour and still didn't charge.I made several calls and finally whileout if state I called and they immediately sent me the charging cord. And now it charges fine now. Replacement device resolved the issue.

Manufacturer narrative:
Coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient. It was reported that stimulator was not charging well I had to keep moving the charging cord until I could get it charged. Replacement device resolved the issue.

Event description:
It was reported that they were having issues recharging the ins. Patient stated that when recharging battery low message appeared and when they tried to charge it again it would get stuck on the looking for device screen. Agent had patient reset the controller and attempt a recharging session. Patient confirmed that the ins was recharging in excellent at 60%. Agent had patient monitor and call back if the issue persists. Additional info received from patient that they are still having problems with charging. Patient said that they are now charging every other day because it's taking longer to charge and sometimes they can't get it to charge at all. Patient was currently charging during the call, and said that it keeps going from good to excellent to not showing at all. Patient battery level controller at 100% and ins at 70% recharging. A request was sent to repair to replace the recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.